Event description:
It was reported that during a surgical procedure at the user facility, the saw was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. Additional information will be submitted when the device is received, and if additional information is received and requires reporting.